Manufacturer narrative:
It was reported that "there have been occasions" after they draw up "saline" and "contrast" into the syringe, that a "black" particulate is visualized inside the syringe. The customer reported there have been no injuries or adverse events related to the reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "there have been occasions" after they draw up "saline" and "contrast" into the syringe, that a "black" particulate is visualized inside the syringe.